Manufacturer narrative:
Correction: d4 - previously reported lead serial number, lot number and UDI was incorrect and h4 - previously reported manufacturing date was incorrect. Final analysis found that the insulation was abraded at 19.6 cm to 19.8 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing causing inappropriate mode switch. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.